Manufacturer narrative:
The customer¿s report that the tubing separated was confirmed. Visual inspection of the set showed that the pvc tubing was completely separated from the lower fitment. Examination under magnification showed that both sides of the pvc tubing had no solvent applied at the engagement. Fluid was leaking from the separation and therefore functional testing was not required. Dimensional analysis was performed and the tubing was within specification. The root cause was identified as a manufacturing issue of no solvent having been applied at the junction of the tubing.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing infusing ns was noted to have separated from below the blue latch of the pump segment section of the tubing while on a patient. There was no patient harm.